Event description:
It was reported to philips that there was issue with the shutters on the azurion system. The device was in clinical use at the time of the reported event. No harm was reported to philips. Philips has started an investigation of this compliant.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the diagnostic procedure was performed by the customer and the procedure was aborted and completed after the system was fixed. The philips field service engineer (fse) inspected the system onsite and confirmed that there was issue with the shutter. Customer restarted the system but still the issue persisted. Review of the system log file showed that power on self-test (post) of collimator was failed. To resolve this issue, fse cleaned the rail of the collimator and performed functional checks. After that, the system was returned to use in good working order. The codes were updated based on investigation outcome.